Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cross bar screw came out of the device, causing it disassemble and become inoperable. Manufacturing adhesive is still visible on the screw. All pieces were returned. The device was manufactured in 2016 and shows signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure the surgeon was using the slap hammer to remove the block and the center nob to shift block up and down came apart. It did not delay the case as he was done using the block. All pieces were collected.

Event description:
It was reported that during procedure dr. Was using slap hammer to remove the block and the center nob to shift block up and down came apart. It did not delay the case as he was done using the block. All pieces were collected.